Manufacturer narrative:
(B)(4). Date of event: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the stoppers of unspecified bd blood collection tubes popped off as nurses in the ER have used syringes to fill the tubes instead of using blood transfer devices. The stoppers also popped off after removing to check for clots. There was no report of injury or medical intervention.